Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Initially, the customer requested getinge service, but then later advised that they were able to resolve the issue when they noticed that the mains breaker was "off." No service repair was necessary. (B)(6).

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) experienced a battery related issue where the battery was low despite the iabp unit being plugged in. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) experienced a battery related issue where the battery was low despite the iabp unit being plugged in. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.